Event description:
Additional information received reported that the patient received shocks from where the lead wire was connected especially when she tried to charge it and stated that it was a miracle that it was time to charge. The patient was looking for why it was discolored. The patient asked why or what had caused the unit to deteriorate. The patient was told that her medical conditions were probably not a medical contributor. The patient stated that it was a miracle and lucky that the healthcare professional (hcp) just changed the battery when they changed the pump and did not wait a couple more years to do it. Later the patient reported that she had to have emergency surgery to have the device removed. On (B)(6) 2014 the hcp was going to replace the battery but removed the unit and part of the lead. On (B)(6) 2014 they ¿opened her up like a hotdog and took out everything.¿ the skin where the ins was not in good shape.

Event description:
Additional information received reported the patient was getting shocks that started a month before getting the implantable neurostimulator (ins) removed. It was further noted the patient noticed this after they would go to recharge. Additional information received reported the ins took over five hours to recharge. The reporter further stated that after they charged their back was really sore form having the antenna on for so long. It was noted that at various times the patient had ¿lightning/pin sticks¿ on their back around the unit and lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had major surgery with their implantable neurostimulator (ins) that corroded inside their body and they had to have a new system put in. The reporter stated they are (B)(6) the surgery left them with a huge recovery period. The reporter further stated they had nine back operations and has had their spine fused. It was noted the patient had an issue with the ins that was a major surgery and they were in hospital for 3-5 days. It was further noted the patient was in the operation for 3.5 hours. The reporter stated their healthcare professional (hcp) went to change the ins and they discovered the corrosion and when they went to unscrew the lead wire it felt apart corroded. The reporter further stated the hcp went up to where the paddle leads was located and there was the same issue of corrosion. It was noted the hcp closed everything and did not implant anything. It was further noted that a neurosurgeon was contacted and the patient had removal and implant of their new system on (B)(6) 2014. It was further noted that they took everything out and placed the ins on the patient's left side instead of the right because there "was so much damage on the right side." The reporter stated the system that was taken out was why the patient was having pain.

Manufacturer narrative:
Concomitant medical products: product ID 97713, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3998, lot# j0406222v, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 37083, product type: extension. Product ID neu_wrench_acc, product type: accessory. Product ID neu_wrench_acc, product type: accessory. Product ID 3550-29, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally report that the patient had a few concerns with her device which were the reasons for having the surgery in (B)(6) 2014. The patient was not getting the same strength of vibration, sensation was not strong. It was noticed that there was an increase in time taking to charge the ins. The patient had to recharge it every 1.5 weeks but she used it 24/7. The problems with having to charge it more was in the last six months the patient had it. The stimulation changed "a good year and a half ." The patient knew already in june when she went on vacation the ins charge would not last for two weeks. The patient was not clear on the event date for her sensation change. From december to march her stimulator was not the main thing to deal with, she was dealing with the pump. The ins was turned down, so they could play with one device but not the other. They were going back and forth for a while. Two weeks post-op, the patient was sitting in her recliner and reached for something with her left hand, and felt stabbing, grabbing sensation in her spine where the unit was. It turned out it had nothing to do with the unit, it was related to her old spine surgery back in 2003. The patient also felt some tiny little pinches , which she told her doctor about after the ins was replaced. Since there was separation of the wires, that probably caused a tiny little electric shock. This was experienced in the last six months of having her old ins. It was further reported that at the second to last friday in (B)(6) 2014, during surgery it was discovered that everything; paddles, wires, and unit had corroded. When the incision was made to explant the devices, they noticed the unit was not the right color. The health care provider (hcp) said there was something wrong. Where the lead wire was connected to the unit, part of the wires were broken off. When they tried to disconnect the wires, they crumbled like grain sand. The protective coating that was around the wire was gone. The doctor removed the first components but then closed the patient up. The patient was referred to a neurosurgeon and had the major surgery on (B)(6) where they took out everything that was left there. This was the worse surgery the patient has had in her life, it was miracle that she did not have (B)(6). The patient was waiting to hear the results of analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's first implantable neurostimulator (ins) was damaged. Additional information received reported that in (B)(6) 2014 the patient's ins was replaced and it was discovered the ins was badly damaged by their body. The reporter stated that the manufacturing representative or their healthcare professional (hcp) had "never seen damage done to a device by the patient's body." The reporter further stated the device was corroded and the metal was falling off the lead. It was noted the patient had a replacement ins plus a pump. It was further noted the patient wanted to know what their body did to the ins because they felt like they had "two ticking time bombs" in their body. It was noted the patient had transferred to a new hcp and they had talked to their hcp about the issue. The reporter stated their hcp tried to disconnect the leads from the ins, but it was corroded and the metal was falling off the lead. The reporter further stated the whole system was removed. It was noted the patient had the new ins implanted on their left side. Additional information received reported the device was "damaged and destroyed." It was noted the patient never turned stimulation off. The reporter stated the hcp went in on (B)(6) 2014 to change the ins and that was when they discovered all of the damage. The reporter stated the lead wire was a little longer so the hcp made the incision at the top center of the patient's back where the paddles were located to see if they could extend the lead wire. It was noted that was when the hcp discovered that it was also damaged at the top where the paddles were. It was further noted the hcp closed the top, removed the ins, and closed the incision. The reporter stated the patient was then given an appointment with their primary hcp. The reporter stated they had lab work done and on (B)(6) 2014 they had surgery to remove everything including the paddle lead and scar tissue. It was noted the patient stated they "went through hell and back" and the pain was unreal.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no anomaly. Analysis of the lead found the conductor of the lead body was broken (overstress/damage). Analysis of the extension (s/n (B)(4)) found the extension body was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found the extension body was cut through and the product was segmented. Analysis of the wrench found no anomaly. Analysis of the plug found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type implantable neurostimulator, product ID 3998, lot# j0406222v, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 37742, serial# (B)(4), product type programmer, patient. Product ID 37083, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that they were unable to insert the extension into the implantable neurostimulator (ins) during a procedure. Additional information received reported that during the procedure, they were trying to unscrew the old extensions form the old battery, but they had difficulty getting the extension to come out of the header block. It was noted that they got a wrench and screw kit and did get them out, but it was ¿like the battery was holding everything together.¿ it was noted that the insulation and ¿everything¿ was falling apart on the extension tail and the extension broke in two. It was noted that the material between the electrodes were disintegrating and the tail end was cracking and falling off. It was noted that ¿part of the extension was cut¿ and the paddle lead was ¿left in the patient¿s body¿ because the physician couldn¿t remove it. It was noted that an impedance check was performed on (B)(6)-2014 and all was fine. It was noted that the patient was feeling stimulation at that time. It was noted that the patient¿s device was reprogrammed during the appointment and the patient was feeling good stimulation. It was noted that ¿a piece of the old extension was in the new battery as they tried to use the extension in the new battery.¿ it was noted that they were going to replace the extensions, but the same type of problem was encountered on the surgical lead tails that connect to the extension. It was noted that the patient would be referred to a neurosurgeon to replace the paddle lead and place a new battery. Additional information received reported that the patient had an upcoming appointment with a neurosurgeon. Additional information received reported that the paddle lead was replaced on (B)(6)-2014. It was noted that the patient had good stimulation.